Manufacturer narrative:
D9: date returned to mfg 1/11/2024 one device was returned for evaluation. Visual inspection revealed the downstream occlusion (dso) seal degraded and the lcd display damaged with black spots. The event history log revealed upstream occlusion alarms occurred. Functional testing was able to replicate the reported issue; after turning the pump on, it alarmed continuously with error codes 1260, 1261, then 1210. It was found that one of the clock battery terminals was not connected to the main board. The air detector and lock were also contaminated/too dirty. The main board was replaced along with the dso sensor, front and rear cases, lock, upstream sensor, air detector, and labels. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: event date unknown. D4: UDI number unavailable. G4: 510k number unavailable. H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during use, the device was ¿not working since 24 hours¿. Per programming, the pump was 4y at the beginning of infusion. Per the reporter, there were no adverse patient effects.